Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. There was no evidence of an instrument malfunction. In conclusion, a definitive cause of the incident could not be determined with the available information. This medwatch report is related to MDR 2122870-2014-00136. (B)(4).

Event description:
The affiliate stated the customer reported non-reproducible troponin I (access accutni) results, for one patient, involving the access accutni reagent used in conjunction with two unicel dxi 600 access immunoassay systems. The customer stated the discrepant results were not released from the laboratory until all retests were completed. There was no patient consequence associated with this event. The customer released a retest result of 0.51 ng/ml as the patient was independently having a myocardial infarction. The patient's sample was collected in 13x100 mm becton dickinson (bd) vacutainer tube and centrifuged at 3,000 rpm (rotations per minute) for six minutes. The sample was approximately one hour old, after collection. The customer indicated all levels of quality control (qc) recovered within the laboratory's established ranges on the day of the event. All other system parameters (calibrations and system checks) were performing within assay and instrument specifications. No system issues were noted. The instrument was in normal operation.